Event description:
Technician alleged the brake caster at the foot end does not hold.

Manufacturer narrative:
No injuries occurred or reported. Tech found the casters were worn-out, causing the no brake. Tech replaced casters to resolve the issue.